Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer's blood glucose level was unknown at the time of incident. The customer also stated that the battery compartment had no screw thread in it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.